Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms while connected to 14v batteries was confirmed via analysis of the log files. The submitted log file and the downloaded log file from the returned controller (serial number: (B)(6) contained approximately 2 days of data combined (B)(6) 2021 per the timestamp). The log files captured intermittent low voltage advisory and power cable disconnect alarms that were not associated with true power cable disconnections or regular battery depletion on (B)(6) 2021 from 21:51:26 to 23:33:23 and from (B)(6) 2021 at 11:50:53 to (B)(6) 2021 at 22:31:19 due to the bus voltage or the relative state of charge (rsoc) voltage dropping while connected to 14v batteries. The alarms were captured on both power cables. The atypical low voltage advisory and power cable disconnect alarms cleared each time when the bus or rsoc voltage returned to the appropriate range. The driveline was disconnected at 22:40:35, the power cables were disconnected at 22:41:13, and the controller was switched to sleep mode at 22:41:33; these events are consistent with the controller being exchanged. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was tested with a test power module and with test 14v batteries while manipulating the power cables by hand and the reported event could not be reproduced. The integrity of the internal wires was tested and both power cables passed without issue. It was reported that the alarms resolved following the controller exchange and that there have not been any further alarms reported. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the driveline disconnect, low flow, lvad off, low voltage advisory, no external power and power cable disconnects alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the system controller power cables. Heartmate 3 patient handbook (rev. C) section 10, entitled ¿safety checklists¿, and heartmate 3 instructions for use (rev. C) section f, entitled ¿safety checklist¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the system controller power cables. The heartmate 3 patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 19may2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported chirping/alarming from the controller and felt it was due to an issue with the black/white power cables. The site is not aware of any further alarm issues.

Event description:
It was reported that patient exchanged controller at home on (B)(6) 2021 with son. Patient did not notify the site. Log files from back up controller displayed several intermittent low power advisory during the 33 day length of the file, while tethered on batteries. There was also a driveline disconnect alarm on (B)(6) 2021 at 10:40pm associated with the controller exchanged.